Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, moderately calcified, de novo, distal anterior tibial artery the hi-torque connect guide wire was advanced and successfully placed across the lesion. It was noted that a 0.018 mm x 80 mm length non-abbott percutaneous transluminal angioplasty (pta) balloon dilatation catheter (bdc) was advanced but met resistance and could not cross the lesion. The device was removed and a second 0.018 2 mm x 40 mm length pta non-abbott bdc was attempted but also met resistance and could not cross the lesion. The connect guide wire was removed to be examined and outside the anatomy it was noted that the green polymer coating was scraped and peeled/ flaking. The device was not used. A different 0.018 non-abbott guide wire was used to complete the procedure successfully. There was no reported adverse pt effect. There was no reported clinically significant delay in the procedure. No additional info was provided.

Manufacturer narrative:
The investigation is ongoing. On the 11/25/2013 abbott vascular initiated a voluntary field action recall for ht connect peripheral guidewires, due to a small number of devices exhibiting partial delamination of the ptfe coating. To date, the frequency of worldwide reported incidents of delamination of the coating is (B)(4). While there have been no long term or irreversible pt effects reported, potential risks associated with delamination of the coating include embolism, thrombus and occlusion in the peripheral vessels. Abbott vascular has ceased distribution of the product while evaluating appropriate corrective and preventive actions.